Event description:
The patient experienced a decrease in therapeutic effect. The patient's previous hcp suspected a catheter issue. There were volume discrepancies at refill visits. The patient had shrunk in the past 8 years. The patient heard an alarm sound several times every 4 hours in the past 2 months. The hcp was aware of the pump alarm. The hcp did not check the pump. The hcp lowered medication dosages and the patient was not getting the same level of pain relief. The patient was unable to get out of bed at times due to pain symptoms. It was also reported that the patient felt dizzy and disoriented when the logged onto their computer. The pump was used to deliver bupivacaine and fentanyl. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.